Event description:
It was reported that a patient death occurred following a procedure using the farawave ablation catheter 31 mm where the veins and posterior wall were ablated. Treating for posterior wall is off-label use of the device. No device issues were reported. The catheter is not available for return as it was disposed. The pulse field ablation procedure to treat atrial fibrillation was completed without incidence. Afterwards, they then began the watchman procedure by switching out the faradrive sheath with a watchman sheath, and during contrast injection into appendage the patient coded. They were able to recover patient and tried to continue watchman implant, but patient coded again. After the second event a balloon pump was placed, and patient was transported to ICU. A intracardiac echocardiography, fluoroscopy, and carto mapping were performed. The patient experienced cardiac arrest requiring chest compressions. An impella pump was placed in the patient as well. It was also noted that patient had a non-cardiac procedure done a few weeks prior to this event and had arrested as well. The official date of death is unknown. Two days after the procedure the patient passed away.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.